Manufacturer narrative:
A remote service engineer (rse) attempted to contact the customer via phone, but no answer. The rse sent the customer an email that a purchase order (po) was needed to further investigate the issue. The rse attempted to contact the customer again, but the phone was not answered. The rse sent a follow-up email to the customer that the case would be closed if no response. The rse closed the case due to customer inactivity to email or to phone. The product malfunction was unable to be confirmed, because the customer did not respond to requests for additional information.

Event description:
Philips received a complaint on intellispace perinatal j advanced system indicating that the ob tracevue (obtv) alarms were not audible. The device was in use on a patient at the time of the event. There was no adverse event reported.